Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
During the last treatment with a diamondback 360 coronary orbital atherectomy device (oad), the crown jumped and made contact with the viperwire advance guide wire. The viperwire tip fractured. The fractured component was able to be snared and removed. The patient was in stable condition.